Event description:
It was reported the customer went to the emergency room (ER) and subsequently hospitalized with a low blood glucose (bg) level of 42 mg/dl. Customer attempted by consuming carbohydrates; however was treated intravenously with fluids of saline at the emergency room (ER). Reportedly, the ER reached out to the customers health care provider who assisted with making adjustments to customers pump settings. Customers release date was not provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.